Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) reported a loss or change of therapy, and that they don't think the device is working. Stimulation was confirmed to be felt and the patient has increased stimulation as high as they can tolerate it. It was stated that programs one and two didn't work at all, program three barely worked, and program 4 worked in the morning but not in the afternoon. The device worked for the patient for a while but then all of the sudden they were incontinent as of sometime in (B)(6) 2015. The morning of date of additional information was "lovely" for the patient but then the afternoon was bad. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that the patient never had therapeutic effect and their symptoms worsened in (B)(6) 2015. The patient had incontinence and it was particularly bad at night when they wet the bed. The first 3 programs didn¿t work and the patient was on program 4 now. The patient felt a burning and throbbing sensation at the implant site. The patient turned the implantable neurostimulator (ins) off, which stopped the sensation. The patient lowered the amplitude before turning the ins back on and the patient had a comfortable level of sensation now. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID:3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0jvrl, implanted: (B)(6) 2014, product type: lead. (B)(4).